Event description:
It was reported that the patient received a vibratory alert for eri. Early battery depletion is suspected. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below expected limits. With a new battery, the device behaved normally, no high current drain was detected and the power consumption was found to be normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found that caused the premature depletion.